Event description:
The customer reported via phone call that they received a motor position encoder error alarm. It was also found the insulin pump alarmed motor error alarm shortly after. Customer also stated the insulin pump alarmed motion sensor test failure while attempting to rewind the insulin pump. Customer's blood glucose was 134 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated, they had disconnected from the insulin pump to have an MRI done prior to the alarms occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. No alarm noted. The insulin pump was unable to verify alarm in the alarm history screen or perform the displacement test due to motor error alarm. No cosmetic damage noted.